Event description:
It was reported that the procedure was to treat a mildly tortuous, concentric, 99% stenosis in the mid right coronary artery. The 4.0x15 mm nc trek balloon catheter was advanced pre-dilatation; however, the balloon ruptured at 8 atmospheres during first inflation. After a xience prime was deployed, a non-abbott balloon was used for post-dilatation, but also ruptured. The procedure was completed without further post-dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw elite, guide cath: heartrail 6f al10. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.